Manufacturer narrative:
(B)(4). No complaint received with the return of the device. Failure event observed during analysis. Final analysis found insulation abrasion at 15.7 - 15.8 cm from the connector pin breaching the outer insulation and exposing the outer coil. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.